Manufacturer narrative:
.

Event description:
The tablet was received by the manufacturer. An analysis was performed on the returned tablet, and the reported allegation was not verified. During the analysis, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications .

Manufacturer narrative:
(B)(4); corrected data: the initial MDR inadvertently did not include the suspect device UDI.

Event description:
It was reported that when the tablet device was powered on, the tablet screen would display four dots and the screen went black. The tablet battery indicator was on when the tablet was plugged into the power adaptor and the tablet device indicator showed that the device was powered on. The suspect tablet has not been returned to date.